Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right inguinal hernia surgery, when instrument was inserted, trocar valve was pierced and it leaked. The reported device was still used to continue the case. The surgical time was extended by thirty minutes or more and incision was extended due to the product problem. There was no patient injury.